Event description:
A malfunction was reported by the customer, with a malfunction code displayed as malf 0, and no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which was acknowledged and understood.